Event description:
It was reported that this right atrial (ra) lead exhibited noise. Also, patient has been atrioventricular (av) node ablated. (B)(6) technical services (ts) discussed that a lot of non-physiologic signals on the ra lead which looks like muscle and mechanical. Some muscle noise was also observed on the shock electrogram (egm) with the right ventricular (rv) channel clean. Ts discussed to consider changing brady modes, so the device does not track ra noise. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).